Event description:
Reporter alleged the customer obtained discrepant blood glucose results of 215-220 mg/dl compared back to back with a result of 110 mg/dl when testing was performed with 5 minutes a part on the customers advantage system. No actions or treatment info was provided. A request was made for the return of the suspect device and replacement product was sent.